Manufacturer narrative:
Evaluation of the returned cat7 confirmed a proximal shaft fracture.if the device is forcefully mishandled at an extreme angle during use, damage such as a kink and subsequent fracture may occur. Further evaluation of the device revealed a kink in its mid-shaft and an ovalization in the distal shaft. This damage was likely incidental to the complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right superficial femoral artery (sfa) using an indigo system aspiration catheter 7 (cat7), a non-penumbra sheath. During the procedure, the physician completed the first pass. Next, while retracting the cat7 under aspiration during the second pass, the cat7 broke into two pieces approximately 50cm from the hub inside the sheath. The remaining 80cm of the cat7 was removed along with the sheath. The procedure was completed by performing percutaneous transluminal angioplasty (pta). There was no report of an adverse effect to the patient.